Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned and repaired at fisher & paykel healthcare (fph) service centre in (B)(4). It was visually inspected for broken gas outlet port. Results: visual inspection revealed that the gas outlet port of the neopuff device was broken, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100422. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance, when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its valve assembly components. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The fascia and the valve system of the affected neopuff were replaced at the fph service centre. It was returned to the distributor after it passed the performance check.

Event description:
A distributor in (B)(6) reported that the gas outlet port of an rd900agu neopuff infant resuscitator was broken. No patient consequence was reported.